Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient present. It was reported that during a cadaver lab, the representative experienced intermittent camera issues. In the spine application, the camera would randomly disconnect showing a red banner on the bottom of the screen saying, ¿localizer disconnected.¿ when the camera was repositioned, communication would be restored. The behavior was that of the power/comm cable being damaged. No further details were provided.